Event description:
Additional information received reported the patient did not have meningitis and they had some type of staph infection. The patient¿s system was explanted and they were on antibiotics. The patient would not be re-implanted.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0juzg, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient's implantable neurostimulator (ins) and extensions were explanted due to infection. The location of the infection was at the right side implant and at the lead/extension connection. The bacteremia and redness were noted and a culture was taken. The type of infection cultured was (B)(6) and antibiotic was provided to the patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.